Manufacturer narrative:
The device was not returned to ekos for evaluation. The ekosonic device instructions for use contains instructions for the removal of the ekosonic device post procedure which states that the control unit must be stopped and the msd and iddc disconnected prior to the commencement of the removal procedure. Neither device or event log was returned to ekos for evaluation. Therefore, a full review / investigation is not possible at this time.

Event description:
The report concerns male physician of unknown age who was removing the ekosonic device post patient treatment. Post treatment of the patient using ekosonic the physician proceeded to discontinue the therapy and remove the catheters. The physician "forgot" (verbatim) to turn off the ekos control unit prior to the removal of the msd. The msd left a burn mark on the glove of the physician which did not penetrate to the skin of the hand.